Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 404 mg/dl. The contact changed the tubing and changed the infusion site. The healthcare provider instructed the contact to give the customer water and use the basal delivery to address the bg level. The customer's bg level was lowered to 207 mg/dl.